Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the lead was implanted to patient's ventricle and the sensing values without screwing were greater than 30mv. After proper attachment of the lead, the sensing value decreased to about 3mv. Also noted was a "strange" double signal on the analyzer. The surgeon tried several times to place the lead to a different spot with the same outcome. The lead was subsequently replaced and "the collection of all needed values were very quickly achieved. The values sensing, impedance and threshold were very good and stable". No patient complications have been reported as a result of this event.